Event description:
It was reported through abiomed¿s long-term outcome and quality indicator (loqi) impella registry, that a patient experienced sustained ventricular arrhythmia during impella 5.5 support. The patient was defibrillated in response to the condition, after which, the patient was in and out of ventricular tachycardia (vt). Amiodarone and lidocaine bolus, 40 meq potassium, albumin, and lidocaine drops was administered at this time. That night, the patient once again experienced sustained vt coinciding with suction events. The condition was said to have an unknown/undetermined relationship to the use of the impella 5.5. The patient survived the event,.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.